Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have tearing in the jaw cover. Tears measured from .131¿ to .242¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument had a tip failure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it seems that part of the cutting electrode is missing, so it takes a long time to seal and cut during seal and sync mode. The instrument was inspected prior to use. There was no abnormality during inspection. When the surgeon was going to perform sealing and cutting, the issue occurred. Seal and synch mode were used. The surgeon experienced delayed sealing. Cutting function is not effective. It is unclear whether arching is involved. Sealing works fine ; however, the cutting function is not effective. No error message occurs when the synchro seal issue occurred. There was continuous tone during sealing. Three ascending tones were heard. The tissue was not cut that was not fully sealed. The target tissue was soft tissue, adipose tissue and blood vessels. There was ab appropriate amount of tension applied. The target tissue was not greater than 25 mm in diameter. There was no evidence of vessel calcification. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. There was no carbonized tissue or contamination on the jaw. There was no unexpected additional bleeding experienced by the patient. There was no blood transfusion required. The photographic images of the device(s) or a video recording of the procedure are not available for isi review.